Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l info becomes available. (B)(4).

Event description:
A technician reports a problem with the wave card. Add'l info provided by the customer indicated issue with the wave card was caused by the laser not ready to treat due to energy check issue. Card was debited, but not at fault. A pt was waiting, but no flap was cut. After short delay, pt treatment went well.